Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient was experiencing muscle stimulation. The pulse generator exhibited a capture anomaly. The device was explanted and replaced on (B)(6) 2016. No patient symptoms were reported.